Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the device does not charge the battery. It has been connected to the ac line but does not charge the battery. Voltage outputs of the internal power supply were checked and there is no output voltage to feed driver board. No patient involvement.